Manufacturer narrative:
This was found during the service repair for MDR 2249723-2023-02025.

Event description:
It was reported that during repair of the unit performed by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) had a blood back incident. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a blood back incident.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found blood in the pneumatic module assembly during the investigation. To fix the issue fse replaced pneumatic module assembly. Completed repair with  all functional and safety tests per  manufacturer specifications.

Event description:
N/a.